Event description:
Information was received indicating that a smiths medical pneupac® parapac® ventilator is having trouble with turning on/off. There were no reported adverse effects.

Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection found it to be in fair physical condition. Performed initial check by attempting to turn on unit, and it would not power on, confirming customer reported complaint. Adjusted switch position by loosening and re tightening the 2 mounting screws. Tested again and device powered on and off and passed all functional tests. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.